Event description:
A report was received that during a trial procedure, the patient experienced excessive bleeding as soon as the needle was inserted and it would not stop. The physician felt that this was not normal and choose to abort the procedure. The physician confirmed that the excessive bleeding was related to the procedure and not to the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Manufacturer narrative:
Sc-2316-50e (sn (B)(4)) no analysis was required, there were no reported complaint toward the leads. Package was accidentally opened and leads were not used.

Event description:
A report was received that during a trial procedure, the patient experienced excessive bleeding as soon as the needle was inserted and it would not stop. The physician felt that this was not normal and choose to abort the procedure. The physician confirmed that the excessive bleeding was related to the procedure and not to the device.